Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion and upstream occlusion seal. Functional testing found a damaged latch lock flex sensor. The latch lock flex sensor was replaced. Preventative maintenance was performed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a detached downstream occlusion. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.